Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented to the emergency room with chest pain and myocardial infarction. An EKG was performed and it showed st elevation. The patient was brought to cardiac catheterization lab and was given heparin and was started on reopro. A 2.5x12mm maverick balloon was advanced to the 90% stenosed mid left anterior descending artery (lad) for predilation. The balloon was inflated to 6atms for 13 seconds and then to 6atms for 3 seconds. The balloon was removed and a 3.0x16mm taxus express2 stent was advanced to the lesion and was deployed at 9atms for 9 seconds and was then postdilated with the stent delivery balloon at 14atms for 4 seconds. The stent was successfully deployed to a final diameter of 3.25mm. The patient was put on plavix and the patient's condition was listed as stable. Three years and 3 months later, the patient was recovering from a recent gastric bypass surgery and presented to the emergency room with chest pain. It was noted that the patient had been taken off of plavix due to the surgery; however, the patient did remain on heparin. An EKG was performed showing that the patient had st elevation and myocardial infarction. An angiogram showed that the patient had stent thrombosis in the taxus express2 stent that was implanted in the mid lad. A 2.5x12mm maverick balloon was advanced to the lesion and was inflated at 3atms for 6 seconds, 3atms for 8 seconds, 3atms for 6 seconds and 6atms for 17 seconds. The balloon was removed and an aspiration catheter was advanced and aspiration was performed. A 3.0x12mm quantum maverick balloon was then inflated in the lesion at 12atms for 21 seconds, 15atms for 9 seconds, 18atms for 7 seconds and 15 atms for 5 seconds. The balloon was removed and the procedure was successfully completed. No additional patient complications were reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.